Event description:
The customer reported the instrument was generating differential voteouts and approximately 5 mls of clear liquid leaked from the lower left side of the coulter lh 750 hematology analyzer while performing patient samples. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a clog in a port on waste chamber (vc26) stopping its drainage and causing the leak. The fse cleared the port and replaced a check valve on waste chamber (vc26) to resolve the reported issues. The instrument is performing without leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).